Manufacturer narrative:
The device was received for evaluation. During evaluation, the device did not reproduce "volume fail". Flow line performed flow rate accuracy test and passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was not identified. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed volume accuracy test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.